Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a sigmoidectomy in the right hemicolectomy, the first firing was performed at the opening side. Fir ing was performed until the end; however, the knife of the device came back only half way, the device stopped activating with two square centimeters remaining. The adapter and the handle was removed. When they tried to open with manual adapter tool, they mistook the direction of rotation. The doctor used a manual handle to perform the resection on the opening side of the cartridge which clamped the colon. The adapter and the cartridge were unable to be removed. The device was removed from the tissue by additionally resecting the tissue.